Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the hublock cable snapped on a solara chair from year 2006.